Event description:
It was reported by philips that the device had a paddle error during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.